Event description:
It was reported, during the implant procedure, fixation difficulty was encountered. Consequently, this lead was removed and replaced with another same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed that the helix electrode would consistently extend and retract within eight turns. Helix, fully extended, measured .070 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.